Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged occlusion issue was verified, however, no failure was identified. The alleged cartridge air bubbles could also not be verified as cartridge was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that air bubbles were observed within undefined location. Additionally, it was reported that an occlusion alarm occurred. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 350 mg/dl.